Event description:
During use for cardiopulmonary bypass, the pump speed was erratic. No patient injury resulted as a consequence of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.